Event description:
Event description boston scientific cardiac rhythm management (crm) received information that the impedance measurements on this implantable transvenous high impedance defibrillation lead have increased since the implant procedure. Additional information indicates that the impedance measurements have increased to greater than 3000 ohms. No adverse patient effects have been reported.